Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2022, she underwent a surgical medical device removal (seriousness criterion intervention required) with a partial hysterectomy. At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(4), 2007, the patient had essure (ess205) inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on 22-jul-2022. At the time of the report, the outcomes for these events were unknown. The reporter considered heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure (ess205) administration. The reporter commented: postop diagnoses: fibroid uterus, menorragia, pelvic pain, no left ovarian cyst was noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(4) 2022: essure device in situ quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(4) 2023: medical device removal was changed to pelvic pain female. New adverse events were reported: fibroid uterus and menorragia, newhcp was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. At an unknown time she experienced pelvic pain (seriousness criterion intervention required) and heavy menstrual bleeding ("menorrhagia") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure (ess205) was removed on (B)(6) 2022. The reporter considered heavy menstrual bleeding, pelvic pain and uterine leiomyoma to be related to essure (ess205) administration. The reporter commented: postop diagnoses: fibroid uterus, menorragia, pelvic pain, no left ovarian cyst was noted. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: essure device in situ quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.